Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2025-00107. A facility reported a hakim valve (ID 823832) and a bactiseal catheter (ID 823072) were were implanted on (B)(6) 2025. On (B)(6) 2025, the patient had fever and was tested with csf (cerebro-spinal fluid) positive. The patient received anti-infective therapy. On (B)(6) 2025, the physician conducted a revision procedure and implanted a new hakim valve (ID 823832) and a new bactiseal catheter (ID 823072). The patient is stable.

Manufacturer narrative:
Note: the initial report was sent with an incorrect regulatory awareness date of 4/26/2025. The correct regulatory awareness date is 5/6/2025. Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the "infection" issue reported by the customer could be linked to the patient and hospital surroundings or could be due to inadequate design choice. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.